Event description:
Customer received an occlusion alarm. Site was removed and customer no longer experienced occlusion alarms thereafter. There was no impact to the customer's blood glucose level.

Manufacturer narrative:
The product has not returned for eval. Should new relevant info become available a supplemental report will be submitted.